Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) due to high out of range pacing impedance measurements. Technical services (ts) was consulted and recommended reprogramming options and bringing the patient in for interrogation. This pacemaker remains in service and no adverse patient effects were reported. Additional information was received and it was reported that this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker was returned to boston scientific. Additional information was received and it was reported that this pacemaker was explanted due to the device reaching elective replacement indicator (eri). No additional adverse patient effects were reported. This pacemaker was returned to boston scientific.

Manufacturer narrative:
This report is being submitted to update the information in section b5. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had an alert for high out of range pacing impedances greater than 3000 ohms. Technical services recommended bringing the patient in interrogate the device and clear the alert, and suggested programming to unipolar pace/bipolar sense to remove the spring from the impedance measurement. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the information in sections b5 and h6. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) due to high out of range pacing impedance measurements. Technical services (ts) was consulted and recommended reprogramming options and bringing the patient in for interrogation. This pacemaker remains in service and no adverse patient effects were reported. Additional information was received and it was reported that this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker was returned to boston scientific.